Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to difficulty breathing/shortness of breath. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. A dust on the ui panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the rear panel, the blower box, the blower box cap, the blower motor, the blower outlet seal, and the blower isolators, an unknown residue in the keypad of top enclosure, between the therapy and ramp buttons, an unknown fiber in the accessory module slot, an uknown yellow residue on the top enclosure, ui panel, an unknown brown residue on the rear panel, a piece of unknown orange contamination on the rear panel, near the p3, an unknown residue on the top enclosure, the ui panel, and the bottom enclosure, unknown yellow and brown residue on the bottom enclosure, potential dried liquid spots or mineral deposits on the outside of the blower motor, indicating potential liquid ingress, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer unable to directly address the symptoms outlined in the complaint and they was not able to confirm the presence of degraded sound abatement foam. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.